Event description:
Customer reported a failed check valve and secondary infusion backing up into the primary IV fluids. No pt harm reported. No further info was provided.

Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. The product has been requested to be returned for eval. It has not been rec'd. A follow up will be submitted if further info is obtained.